Event description:
According to the reporter, the suture breaks when tying knots. Instruments were being used to tie. Nothing fell into the patient. Operating time was not extended. There was not any blood loss. There was not any tissue damage. There was no issue with the handle.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).